Manufacturer narrative:
The products were not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, causes for the reported death cannot be determined. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to death. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2021, the patient presented returned to the hospital and passed away. The cause of death is unknown. No additional information was provided.